Event description:
It was reported that revision surgery was performed. Pain, squeaking, elevated metal ion levels and fluid collection reported.

Manufacturer narrative:
The above combination with competitor componentss constitutes an off label application of the devices.